Event description:
The surgeon implanted an acumed polarus screw into the patients elbow and the screw stripped before insertion was complete. About three threads of the screw remain outside of the bone. The surgeon tried using a competitors screw removal set, but it did not fit the acumed polarus screw. The screw remains implanted in the patient. The surgeon requested an acumed removal instrument to remove the screw in approximately six weeks time after the bone has healed. The surgery was completed using two different screws with no further complications.